Event description:
A user facility registered nurse (rn) reported the transducers that come with these lines allow air into the arterial chamber which then empties the arterial chamber, allowing air to move the lines, into the dialyzer, then venous chamber within 10-30 minutes after patient treatment starts. Treatment then has to be paused up to 15-20 minutes to change both transducers to the original (spare) transducers that are packed separately and slowly work out the air that continues to set off the air alarms. This has potential for patient safety concerns and interruption of treatment also affects staff with time management. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.